Event description:
Event verbatim (preferred term) one did not get warm, the second caused burn blisters and pain (burns second degree). Case narrative: this is a spontaneous report from a contactable pharmacist via pch. An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: t48910, expiration date: 30sep2020) from (B)(6) 2018 to (B)(6) 2018 for back pain. The patient's medical history and concomitant medications were not reported. On (B)(6) 2018, the patient reported one heatwrap did not get warm and the second caused burn blisters and pain. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters and pain" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters and pain" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] one did not get warm, the second caused burn blisters and pain. [Burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via pch. An (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: t48910, expiration date: 30sep2020) from (B)(6) 2018 for back pain. The patient's medical history and concomitant medications were not reported. On (B)(6) 2018, the patient reported one heatwrap did not get warm and the second caused burn blisters and pain. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Clinical outcome of the event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports a burn from wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2018): new information received from the product quality complaint group included investigational results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event of "burn blisters and pain" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time, comment: based on the information provided, the event of "burn blisters and pain" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports a burn from wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.